Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuousa nd severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres for 6 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.